Event description:
It was reported that the patient exchanged their controller due to low voltage advisory alarm. Immediately after the exchange, the new controller had a replace controller, call hospital contact alarm and the patient exchanged the controller back to the previous controller. The patient's controller was connected to the system monitor and it continued to show replace system controller alarm. It was also noted there was a "fuse a status: failed" under admin screen. The log files captured random backup battery faults on (B)(6) 2022 at 09:32, 09:38-12:17, and 12:33-21:48. The driveline was also disconnected at (B)(6) 2022 at 21:48 and reconnected on (B)(6) 2022 at 00:46 with no further issues noted for the remainder of the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported replace controller alarm was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning 3 days (29may2022, 31may2022, 01jan2000 per timestamp). Events occurring on 01jan2000 are from when the system clock was not set. Throughout the log file are controller internal fault alarms that activated along with vs a low and ocp a open flags. These alarms would intermittently activate. The driveline was disconnected on 29may2022 at 0:46:15 for a system controller exchange. There were no other notable alarms in the log file. Multiple good faith efforts were sent asking if the cause of the fault alarms were identified, and if the controller would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications heartmate iii instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. # (B)(4), rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.